Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons detached from strings [device breakage]. Case description: consumer reported via email that the tampons were detached from the strings. No injury was reported.